Event description:
It was reported that insulin gauge displayed amount that was much lower than expected, showing 30 units instead of caller¿s expected 240 units earlier in the day, although pump was not displaying unexpected amount at time of call. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by reloading same cartridge, declined email resources for cartridge loading, and was advised by technical support to call back for troubleshooting if active fill estimate issue occurred again, which caller acknowledged.